Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the user pump was under delivering insulin due to them not getting their basals. The customer experienced a high blood glucose in the range of 200-300 mg/dl. The user alleged the insulin pump was under delivering insulin due to them not getting their basals. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue to use the product.

Manufacturer narrative:
Retainer ring = black. Customer returned device for alleged under delivery anomaly, cosmetic damage (damaged pump), and high bgs found on (B)(6) 2022. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed normal bolus deliveries of: 4.40u on (B)(6) 2022 03:50:48, 25.0u on (B)(6) 2022 11:14:52, 10.1u on (B)(6) 2022 12:00:12, 3.30u on (B)(6) 2022 12:15:46, 8.80u on (B)(6) 2022 19:43:58, 3.30u on (B)(6) 2022 20:43:58, 4.00u on (B)(6) 2022 23:29:16. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked battery tube threads, cracked keypad overlay, and pillowing keypad overlay. In summary, customer allegation for under delivery was not confirmed. Customer allegation for cosmetic damage (damaged device) was confirmed during visual inspection where cracked battery tube threads was noted. Unable to confirm high bgs. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.